Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump had a history/settings issue. The reporter claimed that the pump was downloaded at a health care professional's office and some records were missing. In addition, the reporter claimed that some records from the pump were dated (B)(6) 2012. Through troubleshooting, the pump's current date/time were correct. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a history/settings issue. However, there is no evidence that patient suffered a serious injury because of the alleged issue. The reporter did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose showed two entries for (B)(4) 2011 and (B)(4) 2011. The black box showed that the time was defaulting to factory settings with pump reboots; the black box also showed that the time and date were set incorrectly on (B)(4) 2011. The pump was exercised for 24 hours without problems. The pump was powered off for one hour and when the pump rebooted the time and date was found to have reset to factory default. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.